Manufacturer narrative:
At a later time, the customer stated via good faith effort (gfe) response, that the customer realigned the pin alignment between the solenoids. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that a machine pressure sensor autozero failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a machine pressure sensor autozero failure occurred. The customer confirmed the error code 1108 in the significant log. The customer stated they had received the failure after recently replacing the flow sensor assembly. The remote service engineer (rse) advised the customer to check the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba). The customer checked and confirmed the pin alignment between the solenoids and da pcba was correct. The rse then advised the replacement of the solenoids 2 and 4 and provided the part number to the customer to order and replace. Device evaluation and repair are pending.